Manufacturer narrative:
Investigation summary: it was reported there was noticed moisture in the end of the syringe. To aid in the investigation, seven samples, two in opened packaging blisters, were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot number 0052782. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible that the customer noticed the medical grade silicone that is applied to the rubber stopper and syringe barrel inner wall as part of the manufacturing process and product specification. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 30ml ll s/c 56 had moisture in the syringe. This occurred on 7 occasions. The following information was provided by the initial reporter: it was reported ma¿s noticed moisture in the end of the syringe.